Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro wiring on the inside of the jaw came loose and the device was deemed to be unsafe. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection was conducted. Tissue and char buildup were observed on the jaws. There were no defects observed to the heater wire on the hot jaw. The heater wire was observed to be intact. The silicone on the cold and hot jaw were observed to be intact. There were no visual defects observed. Based on the condition of the device as returned, the reported complaint was not confirmed for the reported failure mode "bent wire."

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro wiring on the inside of the jaw came loose and the device was deemed to be unsafe. A replacement device was used to complete the procedure. The hospital did not report any patient effects.